Event description:
Device malfunction: device #2 knot lock. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, a cuff miss occurred. The closure device was removed and a second proglide was used. After suture retrieval, the device was withdrawn, but the knot was unable to be advanced to the anterior surface. Hemostasis was achieved with manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. The perclose proglide, lot #55057-6h indicated is being filed under medwatch MFR #2953144-2008-00168.